Event description:
Device 3 of 4. Reference MFR report: 1627487-2012-11196, 1627487-2012-11197, 1627487-2012-11199. The patient reported she had felt an electrical jolt while she was charging which had discouraged her from using the scs system. The patient stopped using her system about 3 years ago. When the system was working, the patient reported she had received unwanted stimulation. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.